Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the sensing electrode near the right side of the breast. Patient reported the lifevest is rubbing her skin raw. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse applied a lotion. Follow up indicated that the rash has improved.